Manufacturer narrative:
It was reported from the customer that the "monitor stopped working it will try to work/inflate but it will display very low readings."there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported from the customer that the "monitor stopped working it will try to work/inflate but it will display very low readings."